Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Resolution involved walking the caller through a pump reset, with no error code reappearing, and the caller successfully starting their sensor session.